Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported damaged tubing of a crumbled distal fixed collar (on the male luer end) on a bd maxguard extension set #me2017. The nurse stated the incident had happened over the past 24 hours on a med line with an intermittent syringe infusion and stated the tubing crumbled after the medication and the flush had been delivered when the set was being disconnected from the patient. The issue was resolved when tubing was replaced. There was no patient harm.